Event description:
Device malfunction: none. Symptoms/ae: dissection with placement of unplanned stent. Time of symptoms ae: during pre-stent dilatation. It was reported that during a left internal carotid artery stenting procedure, during pre-stent dilatation in the left common carotid with a viatrac plus balloon at 10 atms for 15 seconds, a dissection occurred. An rx acculink was placed to treat the dissection, followed by an xact stent to the left internal carotid, to treat the lesion. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx viatrac malfunction reported. Dissection is known possible adverse event associated with the use of the device as stated in rx viatrac plus instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.